Manufacturer narrative:
Client was sitting in the chair at a hospital appointment and suddenly the chair tilted forward - no warning. No injury, but chair did suddenly collapse causing some distress and difficulties for client and carers who had to get him out of the chair. New chassis taken out but client's brother has re-welded the actuator onto the chassis of the existing chair. This is a good repair which will last a few weeks until a new chair can be supplied. We requested they not weld the chair but it was welded anyway. Looks like the fail was on the tube, not the weld, but all evidence is gone now the rea azalea is the same /similar to the solara 3g which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in (B)(6).

Event description:
Client was sitting in the chair at a hospital appointment and suddenly the chair tilted forward -looks like the failure was on the tube, not the weld. The rea azalea is the same /similar to the solara 3g which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in (B)(6).